Event description:
It was reported that this patient with an artificial urinary sphincter (aus) presented with urinary incontinence. During the procedure, the physician identified atrophy under the cuff and suspected it was due to radiation therapy that the patient was undergoing. The aus was replaced, and the cuff was positioned at a new area on the urethra. There were no additional patient complications reported.